Event description:
It was reported that the patient came in to the hospital due to a lead integrity alert (lia) from their device. Stored data revealed a high number of short interval counts (sic) due to oversensing. A downward trend in right ventricular (rv) lead impedance values was also observed. The device was reprogrammed and rv lead replacement was planned. The lead was then capped and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The criteria for the right ventricular lead integrity alert were met. The impedance trend on the rv (right ventricular) pacing lead was decreasing. 228 ventricular sic occur since (B)(6) 2013. 5 lead failure predictor episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia episodes and ventricular sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364trm, implantable cardioverter defibrillator, (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2012; 429688, implantable pacing lead, (B)(6) 2012. (B)(4).